Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. It was believed that this bd error was the result of the extended magnet application. This is expected behavior. The plan is going to get the patient set up with latitude. Currently, this s-ICD remains in service and no adverse patient effects were reported.